Event description:
Rep reported it appears to be that the scs battery is moving in the pocket. It folds over instead of staying flat. Patient has appointment with managing dr to see if a pocket revision is needed. It is (B)(6). Rep reported they were able to get the scs charged. The system is now on. Patient would prefer a non rechargeable now. Her husband has a non rechargeable scs now, and she wants to switch to non rechargeable now. Dr lazott, managing physician, will determine if surgery will happen. This will be determined at the upcoming appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having difficulty with recharging since several months ago. When technical services(ts) had the manufacturer representative (rep) start a recharge session, the rep noticed the implant was moving in the pocket and rep has to push on the implant to flatten it out, otherwise the implant sticks out. Patient isn't sure when implant started sticking out. Patient has had several falls in the past, but can't remember if that was the cause of implant sticking out. After about 5 minutes in passive recharge mode, patient got the normal recharge screen with excellent quality. Rep to discuss with healthcare provider (hcp) to determine if patient needs revision.